Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, the anchor of an angio-seal device was detached and remained inside the patient. As the anchor is a hydrolysis component, the surgical procedure was not performed and manual compression was applied to achieve hemostasis. The anchor was left in the patient and manual compression was held for 30 minutes. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was ppi (percutaneous peripheral intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device. The reported blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 9/12/18: the procedure being performed was a percutaneous peripheral angioplasty. The patient had a blood vessel occlusion. There was no additional pull force during deployment and the collagen did not deploy. There was visual confirmation that the anchor was fully removed from the device and it appeared that it did not function. There was no testing performed to locate the anchor but the anchor was confirmed to be in the patient's vessel.